Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called our (B)(4) affiliate to report that he/she had ¿ou conjunctivitis which turned into keratitis in (B)(6) 2015¿ while wearing the acuvue oasys brand contact lenses. The pt reported that the keratitis was infectious. The pt reported that he/she was unable to return to contact lens wear for three months, but was cleared by the eye care provider (ecp) for return to lens wear in (B)(6) 2015. The pt was prescribed eye drops and a gel, but the name and frequency of the treatment were unknown. He/she also stated that the lenses were replaced every two weeks and did not sleep in the lenses. The pt reported that he/she was treated at four different clinics due to the ¿accessibility¿ of appointments. Multiple calls were placed to the pts treating clinics to verify the diagnosis and treatment. On 29mar2017 a call was placed to the one of the pts treating ecp and the representative reported that the pt was diagnosed with infectious conjunctivitis and was treated with gatafloxacin drops. The representative refused to provide any additional information. The keratitis diagnosis was unable to be verified. No additional information is expected. The pt also reported that the suspect lenses were discarded and the lot # is unknown. This report is for the pts od event. The pts os event will be reported in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.